Manufacturer narrative:
Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The root cause of this event cannot be conclusively determined with the available information. However, the regurgitation in this case was most likely impacted by the progression of the patient's underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Product complaint report (B)(4). Edwards received notification that this patient with a valve model 3000tfx21mm implanted in the aortic position and a porcine valve model 665029mm implanted in the mitral position were replaced through a double valve-in-valve (viv) procedure after 9 years and 1 month of implant duration due to aortic stenosis [(B)(4)] and mitral regurgitation [(B)(4)]. The patient experienced chest pain prior the viv procedure. A 23mm sapien 3 valve and a 26mm sapien 3 valve were implanted in aortic and mitral position in replacement, respectively. The patient was noted as to be stable after the procedure.